Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2006 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not working and smart remote manager need to be transferred to the new refrigerator. A field service engineer assisted the customer with swapping the refrigerator and installing the smart remote manager (srm) onto the new unit, verified proper operation through testing, and the customer confirmed that the system was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator was not working and needed to transfer the smart remote manager lock mechanism to new refrigerator. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.